Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly is dim and faded. It was noted the screen is hard to read in the bright light. There was no trauma or moisture issue. The battery was changed accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2013 with the following findings:the pump powered on with a clear and legible display.